Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer almost died from hyperglycemia; however, no event dates, bg levels, or information regarding the circumstances of the hyperglycemia were provided. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information regarding this event was provided.